Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2018 with the following findings: during investigation, the pump passed all required testing for delivery accuracy . The total daily dose reviewed back to (B)(6)2018 and added up correctly with basal program. No evidence of delivery malfunctions were observed. All investigation steps were tested using a test battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of around 46 mg/dl and had lost consciousness. The reporter stated that the patient had fallen and hit their head when they passed out. The patient was brought to a hospital via ambulance and treated there with intravenous fluids. The reporter was unable to complete troubleshooting at the time of the call. Animas has attempted to contact the reporter to get additional information about this event, but has been unsuccessful so far. If additional information is provided, it will be submitted in a follow up report. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event and the pump could not be ruled out as a contributing factor.